Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously depressed loci high-sensitivity troponin I (tnih) result obtained on a patient sample on a dimension exl with lm integrated chemistry system. Siemens healthcare diagnostics concluded the investigation of the event. Siemens reviewed the information provided by the customer. Calibration and quality control (qc) recovered within the customer¿s expected ranges. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse performed a preventive maintenance (pm), including all alignments and found that the loci statistics were acceptable. The cause of the event is unknown. The customer is operational. The device is performing within specifications. No further evaluation is required.

Event description:
The customer reported to siemens that they obtained an erroneously depressed loci high-sensitivity troponin I (tnih) result on a patient sample on a dimension exl with lm integrated chemistry system. The erroneous result was reported to the physician and was questioned. The same sample was reprocessed on the same dimension exl with lm integrated chemistry system and a higher result was obtained. The higher reprocessed result was considered correct and reported to the physician. Two new samples were drawn from the same patient and processed at different times during patient admission for correlation study purposes, the results obtained were higher and considered correct. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed loci high-sensitivity troponin I (tnih) result.